Manufacturer narrative:
D4: expiration date: updated. G5: PMA/510k: correction. H4: manufacturing date: updated. Due to the automated mes system (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported patient stroke is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that 1-day post-procedure of stent-assisted coiling for an aneurysm located at the basilar apex, the clinical events committee (cec) adjudicated the event as minor ipsilateral ischemic stroke based on radiographic infarct without clinical correlation. The event was resolved without any residual effects. The event of minor ipsilateral ischemic stroke was assessed by the cec as related to the stent (subject device) and to the procedure.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that 1-day post-procedure of stent-assisted coiling for an aneurysm located at the basilar apex, the clinical events committee (cec) adjudicated the event as minor ipsilateral ischemic stroke based on radiographic infarct without clinical correlation. The event was resolved without any residual effects. The event of minor ipsilateral ischemic stroke was assessed by the cec as related to the stent (subject device) and to the procedure.